Manufacturer narrative:
PMA/510(k) #= p100022/s014. Device evaluation the zisv6-35-125-6.0-80-ptx device of lot number c1299440 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. It should be noted that imaging may become available for this file at a later date. If (B)(4) receives any imaging associated with this file, the investigation will be updated accordingly. Document review: prior to distribution zisv6-35-125-6.0-80-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for zisv6-35-125-6.0-80-ptx of lot number c1299440 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1299440. There is no evidence to suggest that the customer did not follow the instructions for use. However, it should be noted that the IFU lists restenosis of the stented artery as a known potential adverse event. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had a medical history of hypertension, type ii diabetes, and is a current smoker. It is possible that these pre-existing conditions caused and/or contributed to this event. It should be noted that the device did not malfunction or deteriorate in characteristics or performance. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required endovascular intervention including angioplasty with stent placement. The patient later completed and exited the study. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Description of event: (B)(6), pt experienced occlusion/restenosis within & distal to the study lesion ¿probably¿ r/t study device. On (B)(6) 2017 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the right distal sfa, 70 mm in length. The lesion status was de novo with no calcification, a patent inflow tract, and one patent runoff vessel. Thrombus was present. The proximal reference vessel diameter (rvd) was 5.0 mm, the distal rvd was 5.0 mm with 100% diameter stenosis in study lesion. The lesion was pre-dilated with a bare balloon angioplasty with 50% diameter stenosis in study lesion after pre-treatment. There were no difficulties during the procedure and there was no residual stenosis at the completion of the procedure. The patient was discharged on (B)(6) 2017. On (B)(6) 2018 (349 days after the index procedure), the patient was diagnosed with an occlusion/restenosis within the study lesion. The clinical sign and symptoms were persistent and worsening claudication. The imaging evidence was per ultrasound. The treatment included endovascular intervention, angioplasty with stent placement. The lesion was easily crossed prior to treatment¿. Initially the physician indicated the event was not related to the study device. On (B)(6) 2019, the site updated the event and indicated the event was probably related to the study device and not related to the study procedure. The device did not malfunction or deteriorate in characteristics or performance. On (B)(6) 2019 (741 days post-procedure), the patient attended the last study follow-up. The study leg rutherford classification was one, the study lesion status was patent. The patient continued to take clopidogrel.